Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the one on the left side moved from where it was originally placed/ one of the coil had dislodged") and pelvic pain ("chronic pain / pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines/ headaches"), headache ("migraines/ headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower left side of abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and headache outcome was unknown, the pelvic pain, migraine, dysmenorrhoea and abdominal pain lower was resolving and the female sexual dysfunction, dyspareunia and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine and pelvic pain to be related to essure. The reporter commented: previously date of insertion of essure noted on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion.; on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received. Updated implant date of insertion. Added event apareunia, migraines, headaches, migration of essure device location of device:the one on the left side moved from where it was originally placed, dysmenorrhea, hair loss, lower left side of abdomen pain. Updated outcome of events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.